Manufacturer narrative:
Investigation: used test and analysis equipment: keyence vhx 600d digital microscope, panasonic dmc tz8 digital camera. We made a visual inspection of the implant and its sites of fracture. A completely damaged thread is observed. Parts of the thread were shaved off. A crack between the body and thread, cracks based from the terminal of the implant, and another crack out of the other thread is also seen. The manufacturing documents have been checked and found to be according to specification valid during the time of production. The root cause of the problem is most probably user related. All cracks are sure signs of usage with mechanical overload. A material defect or manufacturing error can be excluded. No CAPA is necessary.

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: USA. It was reported that the cage was broken when awl was used to prepare hole for screws. This occurred during anterior cervical discectomy and fusion (acdf) surgery. Intervention: x-ray, implant retrieval and replacement. No patient harm reported. Surgical delay of 10 minutes reported.